Event description:
The patient was found unresponsive in asystole. A code called and patient resuscitated, but expired several hours later. The patient was on bedside telemetry monitoring but alarms did not sound. Engineering reviewed the telemetry monitor and determined that it had been configured to suspend indefinitely when the "suspend" button was pushed. Typically, monitors are configured to suspend for only 1, 2, or 3 minutes. Unknown at this time when the suspend button had been pushed or when the monitor was configured.======================manufacturer response for monitor, physiological, viridia (per site reporter).======================philips representative came to the hospital to analyze the monitor. They are supposed to be sending logs to risk management and biomedical engineering.